Manufacturer narrative:
Common device name: cure catheter® for men. MDR 1049092-2021-00103 / device 9 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
It was reported by the end users mother that the" consumer has 10 catheters from 6 boxes with the same reference and same lot number and catheters when removed from the package feels rough like fine grit sandpaper. She states upon inspection it appears that the catheter has bubbles in the catheter. Consumer does not feel comfortable using these catheters. He noted the issue prior to use and did not use catheters." No photo was provided.